Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at 14 atms. The procedure was successfully completed. No patient injuries or complications were reported. Patient status as reported "good." Additional info has been requested regarding this event.